Event description:
The patient was in ¿real bad shape¿ because they were weaning her off of some of her morphine in the pump. The patient was incoherent now, could hardly talk or "make a sentence". The patient hadn¿t walked on her own in 4 months. The patient was sleeping approximately 23 hours per day and her legs were swelling. Per the reporter, the symptoms began 6 months ago ¿when the patient was becoming very forgetful¿. At that time, the managing hcp (healthcare professional) said it wasn¿t the meds in the pump. They consulted a neurologist at another clinic; they ¿cleared her¿ and thought the pump meds were too much at 6.999 mg/day and that this was the cause of her symptoms. The reporter noticed that the symptoms started once the hcp raised the dose over 3.0 per day. The reporter verbalized his concerns to the managing hcp, but they continued to raise the patient¿s meds. The patient was going to be going to a re hab facility to wean her off the pump medication and she would be doing rehab at that time. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n279989, implanted: 2012-(B)(6), product type: accessory. Product ID: 8711, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).